Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "machine setup error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue.

Event description:
It was reported that the magic 3 go male intermittent catheter did not have the grip sleeve on them.